Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the monitor produced distorted shadowing in the image. There was no patient injury reported.

Manufacturer narrative:
The device has not been returned; as such an actual device evaluation is not performed. Evaluation is done based on historical data. This supplemental report is being submitted to provide this information. This product is an OEM product; as such it is unknown whether there were any manufacturing abnormalities, special adoptions, or variations based on the inspection sheet. The reported issue for the device is distorted shadowing in the image. Root cause for this issue cannot be determined as the device is not returned. It is likely, based on previous investigations, that the events occurred due to the following factors. The image processing substrate was damaged. The lcd panel unit has failed. It is considered to be a normal aging deterioration since nine years and five months have passed since manufacturing.